Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer was receiving low alerts from the pump, but the customer would not wake up. Paramedics were called to respond to customer during low episode. The customer's blood glucose level at the time of hospitalization was 19mg/dl. The customer was treated for the lows at the hospital and released. The customer would be meeting with their representative. The customer was assisted with sensor alerts. The customer was advised replacement sensors would be sent.